Manufacturer narrative:
UDI and 510k are unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case was chipped and cracked. The right plunger case was damaged. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; replaced motor assembly and that cleared up the problem. The root cause of the issue was deemed to be normal wear, parts were over 10 years old.. Actions were taken to mitigate the reported issues: replaced motor assembly; device passed all functional tests.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.